Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the failure of the endoscope which used in combined with the subject device. Because the endoscope had water leakage due to the failure of olympus automated endoscope reprocessor model etd4 (not available in the USA).

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the image of the subject device was not displayed when the endoscope which had water leakage due to the failure of olympus automated endoscope reprocessor model etd4 (not available in the USA) was connected to the subject device. There was no report of patient injury associated with the event.